Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lower lobectomy, on staple firings, the tissue was calcified and ultra thick, the 1st two handles were difficult to unload, the staplers were unable to fire, the surgeon was unable to press the green button and could squeeze the handle and cracked. On the 2nd short handle, it was difficult to open reload after the handle had also cracked. The 3rd open stapler was unable to close. The surgeon used a powered stapler with black and purple reloads which detected thick tissue and excessive load was shown. The user hand sewn for the rest of the case to resolve the issue. There was no patient injury.